Event description:
During baxter's evaluation of a spectrum pump wireless module, it had heat damage. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the heat damage found during evaluation. Internal evaluation of the wireless module found fluid intrusion which caused the module to fail. Further evaluation of the module found very little grease sealant around mating edges of the module case halves. The device was retired from service.